Event description:
A malfunction was reported when the customer was in a hot tub while the temperature outside was 46 degrees. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted with resetting the pump.